Event description:
It was reported that the xience v 2.75 x 12 stent was noted to have expired. However, this was not noted until after the xience v stent was deployed in the patient's anatomy. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The product and its packaging were not returned; therefore the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 10/26/2010, which is 24 months from the date of manufacture (10/27/2008), as specified in the product specification. This confirms that the product was labeled correctly, and based on the reported information the product was used 24 days past the labeled expiration date. It should be noted that the xience v instructions for use (IFU) states: do not use after the use by date. The expiration date of the product is important for the sterility, efficacy and performance of the device. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. Although the exact cause of why the product was used after expiration cannot be determined from the reported information, it appears that use error likely contributed to the reported complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.